Event description:
A report was received that the patient was experiencing difficulty charging her ipg. It was determined that the patient's ipg had flipped in the pocket resulting in poor charging efficiency. The physician performed a pocket revision procedure where he corrected the orientation of the ipg.